Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a motor communication error alarm. Customer's blood glucose was 5.1 mmol/l. Device passed the self test. Customer will not be returning the sensor for analysis.

Manufacturer narrative:
The insulin pump was received with constant a39 alarm followed by unexpected off no power alarm; the problem was isolated to the mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarm due to a39 alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.